Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown lcp compact foot/compact hand/unknown lot. Part and lot number are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, a hardware removal of an unknown product from a foot will occur on june 1st from an unknown patient. Patient and procedure outcome were unknown. On the x-rays, there are two unknown cannulated screws in the first metatarsal and a small lcp plate in the second metatarsal. It is currently unknown which hardware will be removed or if there is a specific allegation. This complaint has been created to capture the opco of the device for synthes involved in this event, which was originally captured under (B)(4). This complaint involves three (3) devices. This report is for one (1) unk - plates: lcp compact foot/compact hand. This report is 2 of 3 for (B)(4).